Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it because it did not match the clinical picture of the patient. The sample was repeated on the same instrument and resulted higher. The sample was repeated on two alternate dimension instruments, which confirmed the first repeat result. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant hcg result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting, the customer performed a precision test, which was acceptable. The ccc recommended that the customer clean the instrument windows. The cause of the discordant hcg result on one patient sample is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.